Event description:
It was reported that the patient with this right atrial (ra) lead had reported discomfort and chest pain. The ra lead was found to be dislodged, sensing issues and impedance issues were noted. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lead is in hospital possession.